Event description:
During an atrial fibrillation ablation procedure, after confirming the pulmonary veins and posterior wall were blocked, an elevated st segment was observed when going back on 12 ECG screen on the ep recording system. This appeared when both the ablation catheter and the mapping catheter did not move. The arrhythmia lasted for less than 5 minutes and resolved progressively on its own without any intervention. The cause of the arrhythmia is unknown. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.